Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they are supposed to be testing 4x/day at drs request and cannot get a reading for the afternoon. Their meter allegedly had no power. The result on their meter was 115 this morning. No treatment reported. No further info has been reported.